Event description:
It was reported that a hemodialysis home pt expired. Follow-up attempts have been made to gain additional information. The facility has declined to provide additional information.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review. We have contacted the initial reporter. This ade includes all information received to date. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data information regarding the reported event. However, the initial reporter has declined to provide additional information at this time. A supplemental report will be submitted upon completion of the investigation. Reference MDR #'s: 1713747-2013-99968, 1225714-2013-03412, 8030665-2013-00668, 2937457-2013-00341.